Event description:
A healthcare professional reported that the patient underwent stream light treatment and experienced limited visual acuity which was decreased to four lines post-operatively and from spherical aberrations in left eye after lasik surgery. The patient symptoms are still continuing. There are multiple related reports for this event. This report addresses the patient (B)(6), left eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to the surgery date. The latest device verification was successful per service and installation record and took place. Logfile review could not be performed due to missing logfiles. Additional data (logfiles pre and post-operative clinical information and topographies) have been requested but not provided therefore a deeper investigation cannot be performed. Not enough information was provided to properly complete an investigation. Therefore, the root cause of this complaint could not be identified. The manufacturer internal reference number is: (B)(4).